Event description:
Boston scientific received information that this right atrial lead dislodged. The physician reported difficulty placing the atrial lead on initial implant, due to patient's anatomy. The patient has been given two weeks to decide if they want to go back so as to reposition the atrial lead, or leave things as they are now with atrial therapy programmed off. No resulting adverse patient effects.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.